Event description:
It was reported that after programming patient for guided mode and setting the patient on step 2, the set values of the normal stimulation, magnet mode and autostim did not line up with the custom protocol step values for stimulation. No further relevant information has been received to date.

Event description:
Further review of data shows that the programmer was successful in creating the protocol and initiating steps 1 and 2 of that protocol which matches the piexport. The values seen on session report and shown in piexport are no backed up by logged files. There was no interrogation or information shown that would transpire between the ipg and programmer that would cause the incorrect normal output current value. If this device were to be interrogated again, the correct values should still be programmed and it was the programmer that caused values to be displayed. Around the time of step 2 of the protocol being implemented there were a lot of communication errors. Incorrectly seen on session report were likely caused by communication errors seen and perhaps some default values seen in the programmer background.

Manufacturer narrative:
B5. Event description - correction - inadvertently piexport review was not added in previous supplemental MDR submitted. H6. Results code - correction inadvertently no listed in previous supplemental MDR submitted.

Manufacturer narrative:
(B)(4).